Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for evaluation. The root cause could not be established. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil was removed from a patient so that the microcatheter could be repositioned. The embolization coil unexpectedly detached inside of the microcatheter. The coil was removed in its entirety along with the microcatheter. There was no reported intervention or patient injury.